Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision while testing a patient sample (ID (B)(6) on the architect i2000sr analyzer. Total b-hcg results of less than 1 miu/ml (B)(6), 5168.80 miu/ml (B)(6) and less than 1 miu/ml (B)(6) were generated for the patient sample. The result of 5168.80 miu/ml is considered falsely positive. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Instrument log file review confirmed the customer's observation of a false elevated patient result. However, no instrument issues were identified. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field.